Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The rhythm at the time of the shock was ventricular tachycardia. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the pulse generator and the electrode were explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The rhythm at the time of the shock was ventricular tachycardia. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.